Event description:
In responding to a code, the patient was shocked one time. When a 2nd shock attempt was made, the mrl pic 50 defibrillator displayed "lead fault", and they were unable to pace. The patient expired. The customer stated they did not think the product problem impacted the patient outcome.